Event description:
None of the results for rbc, wbc and bacteria were being reported on the system. Manual microscopic results performed on samples did not match the uf results. There was no impact to pt care as a result of this event.

Manufacturer narrative:
A siemens field service engineer was dispatched to the site and upon inspection of the instrument found a clogged reaction chamber which was causing the erroneously low results. The reaction chamber was cleaned and qc run. The instrument was fully functional upon departure.